Manufacturer narrative:
A ge service representative performed an on site investigation. The boards and connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 7900 system locked up during a case. No pt injury was reported.